Event description:
It was reported the patient was having difficulty establishing a connection between her external devices and her ipg. The patient reported that once she located the ipg, she was able to fully charge the ipg. The patient reported the ipg may have moved in the pocket. A replacement charger did not resolve the issue. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.